Manufacturer narrative:
Failure event observed during analysis. Final analysis found backup vvi (B)(4) and was due to exposure to cold temperature post explant.

Event description:
This report is to advise of an event observed during analysis.